Manufacturer narrative:
One bivona tracheostomy tube and one picture was returned for analysis in used condition. No damage was observed on the picture received. Upon inspection of the trach tube, it was found that the shaft was separated from the connector, the wire was exposed, and the adhesive was attached to the connector. A review of the manufacturing process was performed and deemed adequate. Training and the assembly process was reviewed; no discrepancies. Molding issues were audited on 32 units from production floor; no discrepancies were found. Based on the evidence, the complaint was confirmed. However, the root cause is unknown.

Manufacturer narrative:
Manufacturing information: catalog and lot number not provided. Foreign: (B)(6). Related to the following MFR (same patient indicated for both occurrences): 3012307300-2019-05608.

Event description:
Information was received that a smiths medical bivona tracheostomy tube cannula tore at the top of the tubing after 28 days in use. The tear has occurred twice per the reporter. No adverse patient effects were reported.